Manufacturer narrative:
The lens was returned in folded gauze in the opened lens carton along with a fully assembled lens case. Solution was dried on the lens. One haptic is broken from the optic in the gusset area. The broken haptic was not returned. The optic is torn/cut into two portions. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided it is unknown if qualified products were used. The lens was returned in pieces. The root cause cannot be determined for the complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information from the reporter indicated the patient failed to adjust to the lens with glare due to refractive error. The toric trifocal lens model (3.00 cyl) 19.0 diopter lens was removed and replaced. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient has failed to adapt due to glare from a refractive error. The lens was exchanged during a secondary procedure. Additional information was requested.